Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states he needs to toggle switch replaced as the consumer got stuck in an elevated position.